Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. In this case nothing indicates that the nerve problem is related to the astra tech implant. It is rather a surgically related complication. This event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the sparse information at hand a patient of unknown gender and age received one implant (osseospeed tx 4,5 -11, ref (B)(4), lot 439785) in position 30 (fdi 46) (B)(6) 2020. According to the information in the complaint the patient reported postoperative paresthesia and requested the implant to be removed which was done (B)(6) 2020. No information is available about the patient´s condition after the removal of the implant.